Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 11 months post implant the perfusionist reported that the pt experienced congestive heart failure (chf), a dilated left ventricle (lv) and aortic valve opening. There were also reported "failed" ramp studies. Pump thrombosis was suspected, and so the device was exchanged. The pt remains ongoing on the new lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for evaluation. No further information is available at this time. A supplemental report will be submitted when the device investigation is completed.